Event description:
The consumer reported that her back was hurting in the area of the device. The patient stated she had lost a lot of weight and was sitting in a chair with slats and because of the weight loss the implant got hooked onto the chair slats. The patient was able to unhook it and then had surgery to move the implant. The indication for use was spinal pain. No device issues reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.